Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. The device's power management board was replaced to address the issue. "Service required" codes were found in the ventilator's downloaded error log. The device's sensor board and interface board were replaced to address these issues. The tubing from the porting block to the active exhalation control module was found to be pinched upon opening the unit for repair, suggesting the device had been tampered with.